Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On 06/18/2016, the lay user/patient contacted lifescan (lfs) alleging that the thread was stripped / damaged on her onetouch delica lancing device. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue first occurred in (B)(6) 2016, 10:00am. The patient manages her diabetes with a combination of medications including ¿metformin 1000mg twice a day, humalog on sliding scale, levemir 15units at night and glipizide extended release (ER) 10mg once a day. She reported that she continued with her usual diabetes management routine including sliding scale as a result of the alleged product issue. She reported that 30 minutes after the alleged product issue began she developed the symptoms of headache, sweating and difficulty breathing. The patient denied that she received any treatment. At the time of troubleshooting, the cca noted that this was not the first time the product was in use, it had been in use for 2years before the alleged product issue began. The patient was using the correct lancets, gauge 33g. There was no misuse of the product. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
The lay user/patients lancing device has been returned and evaluated by lifescan product analysis with the following findings: the lancing device failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lancing device was further evaluated by product analysis with the following findings: the lancing device had damaged casing threads and stripped cap threads were found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.